Event description:
This is filed to report a knotted lock line. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 21013r1078) was placed without issue. Upon deployment, before lock line removal, a knot in the lock line was found outside of the device. The knot could not be undone so it was cut. The lock line was then able to be removed and the clip was deployed without issue, reducing mr to trace. There were no adverse patient effects and no clinically significant delay. No additiona information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported knotted lock line was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.